Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hemopro2 extension cable was broken.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/09/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One connector end of the cable was observed to be intact. The other connector end was observed to be detached from the collar of the cable, exposing the inner contents of the connector. The detached connector was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a.